Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced bleeding at the sensor insertion site. The sensor was inserted into the abdomen on (B)(6) 2018. The patient went to the emergency room (ER) because the bleeding continued for 2 and a half hours and had an ice pack on the insertion site and applied pressure. The nurse at the ER was able to stop the bleeding with a clothing agent and the patient was sent home shortly after. At the time of contact, the patient was doing good. No additional patient or event information is available.